Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional two prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right and left common femoral artery (rcfa, lcfa) using the pre-close technique via an 8fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a suture break occurred with three prostyle devices. The sutures of five new prostyle devices were successfully pre-placed, three on one side and two on the other side. The sheath was upsized to an 18fr sheath and the evar procedure was completed. Hemostasis was achieved in the rcfa and lcfa with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.